Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("operation left fragments behind"), pelvic pain ("pain /chronic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthropathy ("joint problems"), complication of device removal ("the operation left fragments behind"), muscular weakness ("muscle weakness"), cardiovascular disorder ("blood circulation problems"), procedural pain ("after her 2009 procedure, which she says was excruciating") and autoimmune disorder ("autoimmune response"). The patient was treated with surgery (hysterectomy) and surgery (had to have surgery to remove the coils). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, arthropathy, complication of device removal, procedural pain and autoimmune disorder outcome was unknown and the pelvic pain, muscular weakness and cardiovascular disorder had not resolved. The reporter considered arthropathy, autoimmune disorder, cardiovascular disorder, complication of device removal, device breakage, genital haemorrhage, muscular weakness, pelvic pain and procedural pain to be related to essure. The reporter commented: she developed joint problems that she attributes to an autoimmune response and had to have surgery to remove the coils. The operation left fragments behind and resulted in a hysterectomy. She's still dealing with chronic pain, muscle weakness and blood circulation problems, which she also thinks are autoimmune related. Most recent follow-up information incorporated above includes: on 17-aug-2017: this case was identified as duplicate of case (B)(6) with MFR# 2951250-2015-00061 and should be deleted from central. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("operation left fragments behind"), pelvic pain ("pain /chronic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthropathy ("joint problems"), complication of device removal ("the operation left fragments behind"), muscular weakness ("muscle weakness"), cardiovascular disorder ("blood circulation problems"), procedural pain ("after her 2009 procedure, which she says was excruciating") and autoimmune disorder ("autoimmune response"). The patient was treated with surgery (hysterectomy) and surgery (had to have surgery to remove the coils). Essure was removed. At the time of the report, the device breakage, genital haemorrhage, arthropathy, complication of device removal, procedural pain and autoimmune disorder outcome was unknown and the pelvic pain, muscular weakness and cardiovascular disorder had not resolved. The reporter considered arthropathy, autoimmune disorder, cardiovascular disorder, complication of device removal, device breakage, genital haemorrhage, muscular weakness, pelvic pain and procedural pain to be related to essure. The reporter commented: she developed joint problems that she attributes to an autoimmune response and had to have surgery to remove the coils. The operation left fragments behind and resulted in a hysterectomy. She's still dealing with chronic pain, muscle weakness and blood circulation problems, which she also thinks are autoimmune related. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.